Event description:
The user facility reported a 40 year old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella had suction alarms that would not resolve at p2 level. Waveforms were evaluated and there was a very flat motor current and extremely low flows. Echo echocardiogram (ultrasound) was performed which revealed a large mobile thrombus on the inlet of the impella device. The patient was taken to the cath lab and the pump was removed over the wire and exchanged for a new cp. When the pump was in the low flow state, presser requirements significantly increased with one drip dose increased 4x and an additional drip was added. The patient¿s blood pressure was borderline throughout the entire exchange, but improved once new cp was implanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not returned for evaluation. Data logs show a spike in motor current and active suction alarm, followed by low pump flow during the start of the case. The cause of the low pump flow issue was most likely biomaterial, based on data log review. D4-updated model number.